Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a trial patient with a neurostimulator. The patient stated that they had nothing but problems, including a lack of therapeutic effect and they had been peeing on themselves since (B)(6) 2017. The patient stated that they had an appointment for thursday to have the trial removed. They would follow up with their healthcare professional (hcp). Additional information was received from an hcp on 2017-jan-31. The hcp stated that the patient began their trial on (B)(6) 2017 with a bilateral lead. It was reported that one of the leads came out on an unknown date. The patient would follow up with their hcp.